Manufacturer narrative:
H3: analysis of the (B)(4) (lot# or serial#(B)(6), if appropriate) found no significant anomaly (verbiage from afc code levels, as well as any applicable analysis summary notes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97792 lot# hg4aw8w serial# implanted: 2021-(B)(6)explanted: product type accessory h6: the conclusion code d14 no longer applies. The results code c20 no longer applies. The method code b17 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the difficulties inserting the leads into the header with screws, multiple contacts being out in both 0-7 and 8-15 and 1 of the two biwing anchors failing to constrict around the lead when deployed was not determined. The rep indicated that they had possession of the ins which would be mailed back in the morning on 2021-(B)(6) .they indicated that the ancho was discarded by the account. The rep confirmed that the explanted device was returned the next day and provided the mail tracking. The ins was received on 2021-(B)(6)

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was significant difficulty inserting leads into header with screws backed out several turns. Multiple contacts out in both 0-7 and 8-15 channels. Bone wax use d during case, though none visible on proximal contacts. Attempted to troubleshoot by reversing leads in header. All contacts in 8-15 were out consistently. Different contacts out in 0-7 with each attempt. Leads were wiped down, prior to and during insertion attempts. Lead inserted into wens, all connections were normal. Second vanta opened and implanted without incident. 1 of the two biwing anchors failed to constrict around the lead when deployed. Second anchor kit opened 1 anchor from that kit used successfully. After several seconds, surgeon was able to freely move anchor along lead. Issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# hg4aw8w, product type: accessory. Other relevant device(s) are: product ID: 97792, serial/lot #: (B)(4), ubd: 12-may-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.